Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the canister. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a manual injection. The customer had an unknown ketone level but was deemed not life threatening by the healthcare provider. Customer loaded a new cartridge to address the issue.